Manufacturer narrative:
Attempts are being made to obtain the device and the pump's logs at this time. The complaint investigation is currently pending.

Event description:
The complaint/event involved an unspecified plum 360 infusion pump that reportedly shut down while infusing unspecified fluids to a patient. The pump was plugged in and the battery was a new csb type at the time of the issue. There was no human harm and unknown delay in therapy reported.

Manufacturer narrative:
The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. Unfortunately, the device in question was not returned to the service hub, which precluded us from conducting a visual inspection or functional testing. Review of service and event history: a 12-month service history review could not be conducted due to the absence of a provided serial number. Additionally, as the customer did not provide any event history, a review of the event history/alarm logs could not be conducted. Consequently, we were unable to replicate or confirm the reported complaint. Updated information in d9. Additional information in d1 and d4.